Event description:
Synovitis. Left knee effusion [joint effusion]. Fall. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (kellgren-lawrence grade 4 with severe prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was significant for previous medical device implantation with synvisc (5 courses) and synovitis. At the time of first course of synvisc, the age of pt was (B)(6). On (B)(6) 2006, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (sixth course), in the left knee. The lot number for synvisc was not provided. On (B)(6) 2006, the pt developed synovitis in left knee. On (B)(6) 2006, the pt received third synvisc injection. On (B)(6) 2006, the pt experienced fall and hit her left knee. On an unspecified date in 2006, 20 cc of slight turbid fluid was aspirated from the left knee. Later, the pt was treated with intra-articular betamethasone at a dose of 1.5 cc. Action taken with synvisc treatment was not provided. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was moderate and for the event of fall was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and with the event of fall as unrelated. The relationship between synvisc and the event of left knee effusion was not provided by the reporting physician. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.